Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and insulin flow blocked alarm. The customer's blood glucose value was 400 mg/dl. The customer treated with injections. The customer was assisted with performing a 5.0 unit fill cannula. The customer stated that insulin did not exit. The customer stated that the cannula was not bent. The customer declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had minor scratched display window.